Event description:
Defibrillator was needed for code blue event. Unit was charged up to 360 j and delivered energy without incident. Attempted to charge unit up a second time, but defibrillator had to be obtained. Upon receipt of defective defibrillator by inhouse maintenance staff, defib was displaying error "44." Defib is under warranty and was sent to the MFR for repair.